Event description:
It was reported that a device fracture occurred. While a 150 cm mamba flex micro catheter was being unpacked, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that a device fracture occurred. While a 150 cm mamba flex micro catheter was being unpacked, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
MFR device analysis: returned product consisted of a 150cm mamba flex micro catheter. Analysis of the device consisted of visual and microscopic examination. Inspection of the hub, shaft and tip revealed kinks in the shaft 14cm and 21cm distal of the strain relief. There was no other damage or defect found. Product analysis could not confirm the reported event as the device was not fractured.